Manufacturer narrative:
Additional information has been provided in d3 (manufacturer fax), d6a, and d6b. Upon review, it was identified that these were inadvertently omitted from the initial report. Additional information has been provided in d9. Corrected information was provided in d1 and h3. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause for the power cable detached from the ac cord plug was due to a defective ac power cord set.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella device with optical aic was inserted via direct left surgical aortic access in a 66-year-old female undergoing elective coronary artery bypass grafting (CABG) with cardiogenic shock, scai stage c. The patient¿s medical history was significant for diabetes mellitus, and she required mechanical ventilatory support. It was reported that when disconnecting the aic from the wall outlet, the wires detached from the plug, prompting device revision or replacement. The patient experienced hemodynamic instability in association with the event. The presence of recent cardiac surgery, critical illness, and procedural and handling factors related to power disconnection are known contributors that could have caused or contributed to the reported hemodynamic instability. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella device or optical aic and the reported event. The patient survived.